Event description:
It was reported that the device exhibited force sensor failure. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: both tamper seals are intact. Missing battery. Cracked battery door. Force sensor test displayed in the event history log. Power up process, checked and tested force sensor. Force value was stuck at -0.82 lb. The force sensor cable was partially disconnected. Unable to determine how it became disconnected. Fully plugged in the force sensor cable and recalibrated all sensors. Performed power up process, pm and all functional tests which passed. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.